Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 491 mg/dl. Customer stated that the blood glucose reading was at 300 mg/dl and a few hours later it was at 491 mg/dl. Customer had an issue with the infusion set cannula being bent. Bent cannula troubleshooting was performed and completed. Customer treated with insulin pump for the high blood glucose readings and no troubleshooting was performed. A replacement infusion set will be sent. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.